Event description:
Mother of baby removed transponder and took it home as a souvenir. Tag removed from hospital in belongings bag no alarms heard until care associate was walking back into hospital. Audible alarms tested with live transmitters. Results on doors were intermittent and issues identified with coverage area by all the devices that should detect and alarm transmitters. (B)(4).